Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthesis, or its employees that the report constitutes an admission that the product, depuy synthesis, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the craniotome neuro-tip bent/damaged, worn bearing, was making an unexpected noise, had vibration, and the cutter device could not be inserted, stuck on bar. It was further determined that the device failed pretest for cutter insertion, visual assessment, and vibration. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI ¿ (B)(4).

Event description:
It was reported from japan that the burr guard of the craniotome device was bent. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.